Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted the e-100 generator would not power down or recognize instruments. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi received the returned e-100 generator involved with this complaint and completed the device evaluation. The unit was return for failure analysis (fa), but the reported failure could not be reproduced. This unit was installed into the test system and it worked fine with the synchroseal instrument. Fa placed a saline dipped gauze in the jaws of the synchroseal instrument and fired the yellow pedal/sync and activated the cut/seal function about 100 times. The e-100 generator worked fine without any issue. No image or video clip for the reported event was available for review. A log review confirms system sk4718 on (B)(6) 2022 was used for a paraesophageal hiatal hernia surgical procedure. This complaint is considered a reportable event due to the following conclusion: the surgeon had to abandoned the e-100 generator after the start of the procedure and elected to use the harmonic ace instrument instead. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the e-100 generator would not power up correctly. The intuitive surgical, inc. (Isi) clinical sales representative (csr) power cycled the e-100 generator from the back, but as soon as he cycled the switch back on, the e-100 generator's power button was white. The isi technical service engineer (tse) instructed the csr to power down the e-100 generator, reseat the cable on the back, and power the generator back on. This did not resolve the issue and the message remained. The tse suggested to power cycle the system and reseat the cable on both ends, power cycle the e-100 generator, and remove and then reseat the power cord. Csr stated that the surgeon already elected to use the harmonic ace instrument instead and was currently proceeding with the case. The procedure was completed with no reported injury. The csr called back between cases to try to do troubleshooting steps on the e-100 generator. The tse recommended trying a hard reboot on the e-100 generator and vision side cart (vsc), but the issue remained. The tse verified that the power cable and control cable to the e-100 generator were both securely connected, but that did not resolve the issue. The csr said the power button was white and the led above was solid white too. The tse explained that meant the e-100 generator was powered on and was ready to deliver energy. The solid white led above meant the instrument was connected. The csr stated when he pressed the the power button on the e-100 generator, it would not turn off. On (B)(6) 2022, isi obtained the following information from the customer: the surgeon abandoned the e-100 generator because of the issue and the surgeon used the harmonic scalpel (ace) instrument instead.